Event description:
I had breast implants (dow chemical) placed in 1984 and removed after rupture in 2002. Silicone had leaked out of the capsule and remains in my breast and surrounding tissue despite a subsequent attempt by the plastic surgeon to remove residual silicone shortly after the explanting of the implants. I have had three MRI's in 2010, 2013, and this last (B)(6) 2015. The most recent MRI showed significant change in the area affected, including edema and evidence of probable inflammation as well as changes in multiple lymph nodes. Yesterday I had ultrasound guided biopsies of both breast tissue and lymph nodes and am awaiting results. In the interim since 2002, I have been diagnosed with ulcerative colitis and rheumatoid arthritis and am taking humira, methotrexate, and lialda to contain the inflammation in multiple areas of my body. It appears unclear, in the event there is no detected malignancy, as to whether an attempt to further remove silicone in tissue where it is known to exist would improve or worsen my condition. I have participated in the dow class action suit, so they have info confirming rupture and early disease states, but they do not have recent info about this latest procedure or the diagnoses that have occurred subsequent to filing for eligibility of claim.